Event description:
It was reported that the patient was complaining of back pain at the anchor site. The quad leads were explanted on (B)(6) 2014 and the surgeon found the sutures to the anchor were loose and the anchors had moved. It was noted that at some point in the life of the implant the leads were attached to a different manufacturer¿s connectors and battery. No troubleshooting was performed to determine the cause of the event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated

Manufacturer narrative:
Concomitant medical products: product ID: 7495-10, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495-10, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3887-45, lot# l65229, implanted: (B)(6) 1999, product type: lead. Product ID: 3887-45, lot# l66680, implanted: (B)(6) 1999, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 74002, lot# n349277, implanted: (B)(6) 2012, product type: adapter. (B)(4).